Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing intestinal anastomosis for an open laparotomy, the stapler did not fire. Manual suturing was done to complete the case. There was no patient injury.